Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 600 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of over 600 mg/dl, cause was unknown. Prior to going to the ER, the customer administered a correction bolus to address the blood glucose. In the hospital, the customer was treated with intravenous fluids of saline and insulin to address the elevated blood glucose. Customer was discharged 1 day later, 12/02/24 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended.